Manufacturer narrative:
The customer was troubleshooting the issue; they disconnected all the cabling and footswitches and one by one reconnected them without an error being displayed. After more discussion with the olympus technical assistance center representative, it was determined that it may be an intermittent issue with one of the footswitches. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" exhibited error code e433. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to either a user error or a defective foot switch. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.